Manufacturer narrative:
(B)(4).

Event description:
Device is several days post-radiation treatment and is unable to be interrogated by programmer. Device is transmitting to home monitoring and otherwise appears to be operating as programmed.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the complaint description, it is reasonable to assume that an invalid memory content in the device ID led to the clinical observation most likely as a result of the reported radiation therapy. It has been reported that on home monitoring the device seems to be operating as expected. Should additional relevant information or the device itself become available, the investigation will be updated.